Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Clinical der states an ae for intraoperative tibial bone fracture.

Manufacturer narrative:
No device associated with this report was received for examination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required product code and lot code was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.